Event description:
The valve was explanted due to paravalvular leak. Intra-operatively, paravalvular leak was found next to the left main coronary artery. The valve was replaced with another 23aj-505.